Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. Review of the manufacturing documentation and sterilization documentation for the devices in question revealed no deviation from process or non-conformity of product that would have caused or contributed to the adverse event.

Event description:
The complaint involved a patient who underwent a hip revision surgery on (B)(6) 2018. The original surgery is dated (B)(6) 2015. The revision surgery occurred because of reported arthritis. During the revision, the original omni 28mm x +0 cocr femoral head and 28mm idx 48mm od bipolar head were removed and replaced with a 32mm x +10.5mm cocr femoral head, size 50 x 50mm od acetabular shell and 32mm ID x 10° hood acetabular insert.